Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the patient developed a skin reaction. The health care practitioner (hcp) was consulted, who prescribed two different ointments (elocom and synthomycine) to treat the affected area.